Event description:
Reference number (B)(4). Event occurred in colombia. It was reported that the packaging was not sealed properly misshaped or sterile packaging not intact on (B)(6) 2025. No further information available.

Manufacturer narrative:
E1:patient city: (B)(6). Patient country:colombia.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary revision 21 of 3709030 does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of 3709030. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record 2309354. The batch 6009136, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6009136 was manufactured according to the work instruction (wi) version 81 and manufactured in the machine multivac 12 on 11/sep/2024, with a total of (B)(4)units. Review of the DHR showed that a non-conformance (nc) was opened during the sterilization processes actions were required. Therefore, DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: one nc raised during sterilization process unrelated to complaint code, therefore, no nc raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.